Event description:
It was reported the catheter was cut/broken; the location was not specified. The pt symptoms included increased pain. The catheter was explanted and/or replaced. The pt recovered without sequela. It was reported the pump contained hydromorphone, 40.0 mg/ml. The pump was programmed to 2.4498 mg/day at 0.0625 ml infusion rate, simple continuous.

Manufacturer narrative:
The suspect device was the catheter.